Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated up to 6atm and it was noted that the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Initial reporter address1: (B)(6).